Event description:
It was reported that the cayman united plate inserter did not hold firmly to the cage, making it difficult to insert. No adverse consequences or medical intervention were reported.  The procedure was completed successfully with a 60 minute surgical delay.

Manufacturer narrative:
Visual, dimensional and functional analysis could not be performed as the device was not returned for evaluation. A review of complaint history associated with the subject catalog number was performed and no adverse trends were observed. The surgical technique guide states: to attach the cayman united plate, load the appropriate plate onto the plate inserter. To attach the plate to the plate inserter, position the prongs of the inserter into the corresponding pockets on the plate and thread the outer sleeve clockwise until the plate is fully captured. Once the plate is properly positioned onto the interbody, use the tapered plate assembly driver to grab a plate assembly screw and insert through the inner shaft of the plate inserter. Turn the plate assembly screw clockwise until it has been fully inserted. Note: before final locking the cayman united plate, ensure the outer rim of the cascadia lateral 3d interbody is positioned flush to the rim of the lateral endplate. Removal of osteophytes may be required to ensure plate is fully seated to cage. If proper alignment between the interbody and plate cannot be achieved, alternative forms of supplemental fixation should be considered. To final lock the assembly, attach the plate assembly final tightener to the 20 in-lb torque handle and re-engage the plate assembly screw until an audible click is heard. Once position of the plate and interbody is verified through flouroscopy, turn the sleeve of the plate inserter counter-clockwise to release the assembly from the inserter because the device was not returned for investigation, a conclusive root cause for the reported event could not be determined. H3 other text: device not returned.

Event description:
It was reported that the cayman united plate inserter did not hold firmly to the cage, making it difficult to insert. No adverse consequences or medical intervention were reported.  The procedure was completed successfully with a 60 minute surgical delay.